Event description:
During a MRI scan of a large pt's left shoulder, the pt received a burn on their right arm. Given the pt's size, rather than using foam for padding the pt when in the scanner bore, as instructed in the user's manual, the facility used a linen sheet. The pt was examined by the emergency department where the burn was described as a deep tissue burn.